Event description:
Customer reported receiving imprecise adc meter readings of 1.8 mmol/l, 3.2mmol/l and 12.8mmol/l obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. There was no report of serious injury, death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.